Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a defective air / water supply. The issue was found during preparation for use, and the intended diagnostic procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the air / water supply volume did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair. There was a delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities with the accessories used for reprocessing, the customer did not presoak the endoscope in the detergent solution, the air / water nozzle was wiped and brushed with clean lint-free clothes / brushes / sponges, and the air / water nozzle was flushed with the detergent solution. Additional findings include the following: the water removal ability did not meet the standard value due to the clogging of the nozzle, switch 3 had a scratch, the image guide protector had a scratch, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.